Event description:
It was reported that the set fell apart mid infusion at the first y-port connection. This should be a fused connection and without any tension on the line but it separated. Another nurse collected this set and went to the supply room and picked a new infusion set and was able to repeat this with a tug. The second y-port stays intact, then the nurse went to the sicu supply room and was able to repeat it a 3rd time with one of their infusion sets.

Manufacturer narrative:
Correction: d1, d2,d4,g5, h2 and h6.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the set fell apart mid infusion at the first y-port connection. This should be a fused connection and without any tension on the line but it separated. Another nurse collected this set and went to the supply room and picked a new infusion set and was able to repeat this with a tug. The second y-port stays intact, then the nurse went to the sicu supply room and was able to repeat it a 3rd time with one of their infusion sets.